Manufacturer narrative:
(B)(4). Evaluation summary: the actual used sample was returned for evaluation. Visual and functional testing was performed and the reported condition was not confirmed. The root cause of the reported problem could not be determined.

Manufacturer narrative:
(B)(4). A sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample is not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter healthcare a simultaneous flow that occurred with a clearlink continu-flo set running 0.9% sodium chloride injection 500ml on a sigma spectrum pump. The secondary medication set with duo-vent spike was running 0.9% sodium chloride injection 100ml with an attached vial of b. Braun ceftriaxone. The rate of the infusion is unknown. Per the report, the head height of the primary bag had been lowered combining two hangers 12.5 inches long each. The duration of the infusion before the problem was noted is unknown. The customer does not know if the primary set was turned over and the back check valve tapped during priming per label copy or if the primary line was clamped by the nurse operating the sigma pump when the simultaneous flow was observed. There was patient involvement; however, there is no report of patient harm. No further information is available at this time.